Event description:
A healthcare professional reported that unexpected residual refraction in the unknown eye of a patient and the post operative refractive treatment results were more than one diopter after transepithelial photo refractive keratectomy surgery. There are multiple related reports for this event. This report addresses the unknown patient initial's, in the unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was regularly serviced within the preventive maintenance program and was successfully verified before and after the treatment date. Logfiles, treatment reports, clinical data was requested but not provided therefore a thorough analysis cannot be performed. Root cause for the reported event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).